Event description:
The instrument was fired but it could not be retrieved from the cavity. Cut the uncutting place with another instrument. The instrument was retrieved from the rectum and the anvil was retrieved from the anal side. No leakage was confirmed. Procedure: lower anterior resection.